Manufacturer narrative:
Correction for serial number on section d4.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, stable but low pacing impedance was noted after fixating the leadless pacemaker. While attempting to release the device, the physician had trouble doing so. After applying tension to release the device, it dislodged from the heart's tissue and immediately after it released from the delivery catheter. The device was free floating in the right atrium. While attempting to retrieve the device with a retrieval catheter the device popped off the snare while retrieving. A second attempt was made, and the device was successfully retrieved. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received yet.